Manufacturer narrative:
The reported pericardial effusion could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device. Review of the device history record was not possible as the lot number is unknown.

Event description:
Related manufacturing reference: 9680001-2018-00009, 2030404-2018-00008, 2182269-2018-00024. During an atrial fibrillation ablation procedure a pericardial effusion occurred. While ablating the patient became hypotensive. An ultrasound of the heart was performed and a pericardial effusion was diagnosed in the anterior left atrium. A pericardiocentesis was performed and the patient was transferred to intensive care and monitored until stable. There were no performance issues with any abbott device.